Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported delay in keypad response. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) unk_disposablesensor, mmt-1884, mmt-332a, unomedical. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for keypad anomaly allegation. Customer states the pump was neither dropped nor exposed to moisture. Customer was advised to discontinue use of the insulin pump. No further patient complications were reported. No product return is required for unk_disposablesensor, mmt-332a, unomedical. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0875 inches. All buttons function properly. Successfully downloaded history files and traces using thump. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12/29/2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.